Event description:
It was reported that the patient suffered an external burn following a knee arthroscopy. No device malfunction or patient injury was noted during the procedure. Burn was noticed at the follow-up visit two weeks post-operatively.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. The photo of the patient¿s lower leg has been submitted for review and show the wound in question. There are several factors that could contribute to the reported event. It was reported that no suction was used during the procedure; therefore, failure to attach the recommended suction properly can result in patient injury. Also, inadequate flow and circulation of saline could cause a patient burn and are outlined in the warning and precautionary statement in the instructions for use (IFU) provided with the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.